Manufacturer narrative:
(B)(4). Additional information: the sample was returned for evaluation; however, it has not yet been completed. Once the evaluation is complete, or if any additional information is received, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The customer returned the actual sample for evaluation. The sample was visually and functionally tested and the reported condition was confirmed. The sample was pressure tested with water at 45 psi and leaking occurred at 25 psi, 30 psi and 40 psi. The tubing was removed from the stopcock to determine if the stopcock was damaged. The stopcock alone did not leak. Upon visual inspection lack of solvent on the tapered luer was the cause of the leak as the solvent snow plowed around the thread luer stop of the stopcock. A batch review was performed on the reported lot with no deviations found. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The condition was determined to be due to the manufacturing process.

Event description:
The customer contacted baxter to report a leaking 4-way stopcock with extension tubing. It is unknown if there was any patient involvement. There are no reports of patient injury or medical intervention associated with this event. No additional information is available.